Event description:
It was reported the patient did not have therapy and their ipg was not communicating. Reportedly, patient had procedure and imaging done. The patient is unsure if the ipg was put in MRI or surgery mode. No intervention is planned at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.